Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had an under delivery. Customer¿s current blood glucose was 14.5 mmol/l. Customer reported that they treated with insulin pump and just now injections. Customer was alleging the insulin pump because the customer had high blood glucose level. Troubleshooting was done for high blood glucose level and under delivery. The insulin pump will not return for the analysis.